Event description:
The customer reports, a patient has contracted an infection. The customer further stated the doctor was using a cystonephrofiberscope. The doctor is from a different facility. The reporter feels the doctor did not reprocess the scope correctly. The reporter stated that the doctor was hinting at concerns with infections control issues. The doctor is using sterrad 100nx for reprocessing which is not in the instructions for use (IFU) as a valid reprocessing method. The reporter feels the scope was not reprocessed correctly and the issue has been addressed by filing the report. The scope is not being returned due to the belief there is nothing wrong with the scope, the error was in the reprocessing. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.